Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had presented to the hospital with light headedness and feeling off balance. The patient also reported some headaches and eye pain associated with the light headedness. The patient denied any visual disturbances, numbness, weakness. The daughter however had reported that the patient had some slurred speech when speaking to the patient on (B)(6) 2018. A head computed tomography revealed no evidence of a hemorrhage or abnormal extra-axial collections. The impression for the possibility of an acute or subacute infarct was unlikely but was not excluded. A preliminary neuro exam reported that it was possible that the patient had been orthostatic or had a drop-in blood pressure versus a watershed infarct due to carotid disease. The patient¿s inr was also sub-therapeutic. No evidence for hemorrhage or abnormal extra axial collections were noted. There was a focal hyper density in the left temporal parietal lobe most likely representing an area of old infarction. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke and neurologic dysfunction could not be conclusively determined. The instructions for use list stroke and neurologic dysfunction as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.